Event description:
Discordant pt results were obtained when testing a heparinized sample using the coagulation analyzer. Flat curves with no error code were obtained for activated partial thromboplastin time (aptt) test. The results obtained on the analyzer were not reported. The sample was also tested with a reference method and this result was reported. The results obtained are as follows: aptt on co's product, speciment/run 1 = 9.9 sec* (reference = 120 sec), specimen/run 2 = 11.0 sec*, speciment/run 3 = 97.9 sec (*flat curves with no error code were observed with these runs).